Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient with medical history significant for nonischemic cardiomyopathy (nicm) secondary to presumed adriamycin toxicity versus peripartum cardiomyopathy after left ventricular assist device (lvad) placement in (B)(6) 2018 presented with new onset dyspnea on exertion and generalized fatigue. In the emergency department, hemoglobin (hgb) was found to be 5.1gm/dl. She was transfused 3 units of packed red blood cells and 2 units of fresh frozen plasma. Hgb responded to 7.8gm/dl. Patient mentioned that her stools had been brown/dark chronically while on oral iron supplementation. She has had previous enteroscopies that showed non-bleeding ulcers. She was started on IV proton pump inhibitor nm bleeding study was done and was negative on (B)(6) 2019 and per gastrointestinal (gi) recommendation an endoscopy on (B)(6) 2019. Small bowel enteroscopy done on (B)(6) 2019 showed erosive gastritis and non-bleeding gastric ulcers. Biopsies were sent to evaluate for helicobacter pylori (h.pylori), and results were negative for h.pylori. Given recurrent bleeds, asporin was held indefinitely and patient was discharged with plans to resume coumadin as an outpatient.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.